Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The display and power management boards were replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit failed during running operation. There was no report of patient injury.

Manufacturer narrative:
Additional information was received after a log review by product engineering. Based on the logs, there was a loss of communications between the display and the main chassis. The display would have gone blank but ventilation would continue at the user's previous settings. This was not a reportable malfunction. Additional information was received after a log review by product engineering. Based on the logs, there was a loss of communications between the display and the main chassis. The display would have gone blank but ventilation would continue at the user's previous settings. This was not a reportable malfunction.